Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2018 a 12.6mm, vicmo12.6, -12.0 diopter, implantable collamer lens was implanted into the patients left eye (os) and removed within the same surgery due to a lens tear/break during injection/delivery into the eye. There was no patient injury. On (B)(6) 2018 a replacement lens was implanted and it was reported that the problem was resolved. Cause of event was unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).